Event description:
The manufacturer received information alleging a ventilator failed to power off due to a touchscreen issue. There was no harm or injury reported. The ventilator was returned to the manufacturer for evaluation and the customer's complaint was confirmed. The device's software was re-loaded to address the issue.